Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was that during the procedure laparoscopic sleeve gastrectomy, on the fourth firing, it was noted that blue plastic was captured between the two layers of tissue that were transected. The visual inspection of the reload shows evidence that the knife blade ¿shaved¿ the side of the cartridge knife blade channel removing fragments and a wavy, irregular line can be seen cutting into the cartridge as well. The stapler was fully articulated during firing and no irregularities were noted in previous firings. Approximately a centimeter of tissue remained to be transected to separate the gastric remnant from the sleeve. A replacement device was opened and loaded with a blue reload to complete this last tissue transaction. It should be noted that this final firing was medial to the portion that contained the plastic fragments in order to resect out the affected portion as well as finish the transection. The surgeon performed a staple line oversew as a precaution. The procedure was completed successfully. Fragments were generated and were removed easily without additional intervention. There was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 3/8/2022. D4: batch # 385a48. H6: component code: g04. Investigation summary: a photo along with the device was returned to ethicon endo-surgery for evaluation. During the visual analysis of the photo, the following was observed: upon visual inspection of the photo provided was observed tissue with some staples applied. In addition, significant blooding was also observed. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on reload deck and shaving may occurs. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.